Manufacturer narrative:
Date of event: event date is estimated, based on the bsc aware date.

Event description:
It was reported that a physician had seen a patient whose superion indirect decompression spacer migrated post operatively 2-4mm. As a result of the device migration, the patient was experiencing pain again as the spacer was not providing therapy. There will be no further course of action. No additional information can be obtained.